Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an elevated threshold and fluoroscopy confirmed it moved back from the original implant position. The lv lead was reprogrammed and the outputs were increased. The lead remains in use. No patient complications have been reported as a result of this event.